Manufacturer narrative:
G4:16mar2021. B4:18mar2021. The customer would like a replacement for the defective battery under warranty. The device was evaluated by the customer who confirmed the need for a replacement battery. Multiple good faith efforts were made to obtain additional information regarding the malfunction, event, and repairs with no response from the reporter: submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 23dec2020

Event description:
The customer reported a defective battery on ventilator. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.